Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker went from a battery status of 1.5 years remaining with a magnet rate of 100 paces per minute approximately 6 months ago to now showing end of life (eol). Boston scientific technical services (ts) asked a healthcare professional (hcp) if the automatic capture (ac) feature was programmed on, however, the hcp was unsure. Ts recommended device replacement as therapy cannot be guaranteed. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
The product is in possession of the hospital. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that an invasive procedure was performed. The device was explanted and replaced with another manufacturer's device. No additional adverse patient effects were reported.